Event description:
A femoral inserter instrument broke during implant of a femoral knee component when the surgeon was pounding on the instrument. The broken instrument was immediately detected by the surgeon. However, it was not noticed that a small broken piece had fallen into the wound until post-operative x-rays. The pt was immediately returned to the operation room, and the piece was removed. Normal recovery then occurred.